Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure , lens was overfilled and would not stop advancing. Additional information received that it happened as the viscoelastic was used to fill the device.

Manufacturer narrative:
Correction information was provided in d.4. Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. The information in the file indicates that the event may not be related to the product as the reporter states apparently it was overfilled and would not stop advancing , it happened as the viscoelastic was used to fill. However, no further confirmation was obtained. The manufacturer internal reference number is: (B)(4).